Event description:
During an xi robot low anterior bowel resection, the xi vessel sealer ref# (B)(4) malfunctioned. The surgeon at the console was not able to fully rotate or open jaws. Instrument was removed from robot and reinserted. Surgeon was still not able to control instrument. Instrument was removed and the sterile drape plate that connects instrument was removed and replaced, instrument was then replaced. Surgeon still not able to fully rotate or move instrument. Connection chips were also cleaned. This is the standard trouble shooting method for the robot. Instrument was removed from field and a new one was opened. Case ended and patient was transferred to recovery.